Manufacturer narrative:
(B)(4). (B)(6). Reported event is confirmed based on the implant images provided showing metal debris and wear on the implant. Additionally surgical notes and x-rays were not provided on the reported event. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that patient underwent a revision surgery due to pain, wear and implant fracture. Attempts to obtain additional information have been made; however, no more is available.